Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor needing to be removed early due to an unspecified issue occurred for transmitter, 810qr9. Data was evaluated and the allegation was confirmed for transmitter, 80sslq. The probable cause was determined to be a transmitter failed error. The reported allegation of a sensor needing to be removed early due to an unspecified issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.